Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that an rt340 adult dual heated evaqua breathing circuit failed the leak test on a servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the compliant rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected for the reported damage. Results: visual inspection revealed a hole in the expiratory limb of the returned breathing circuit approximately 72 cm from the proximal connector. A lot check revealed no other complaints of this nature for lot number 121116. Conclusion: based on the inspection of the damage, it is likely that the evaqua expiratory limb was punctured or scratched by a blunt object. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.